Event description:
It was reported the customer received several no delivery alarms. The customer's blood glucose was unknown. Troubleshooting found the customer could not complete a manual prime. It was later found insulin was able to exit with a manual prime, but the insulin pump alarmed no delivery. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.